Event description:
It was alleged that a staff member tripped on the bed rail because the rail is too close to the floor when down. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2025-00004. The reported event for this complaint was accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2025-00004 for full reporting of this event.

Event description:
It was alleged that a staff member tripped on the bed rail because the rail is too close to the floor when down. No adverse consequence or clinically relevant delay in treatment was reported.